Event description:
It was reported that the vertical column on the 9800md system intermittently would not move upward. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified damaged connector. Replaced connector and verified connectively to pacs. System found to be working as intended.